Event description:
It was reported that, during a lap cholecystectomy, the clips did not close properly. They remained half open. The surgeon converted to a laparotomy, by his own choice. There was bleeding form the cystic artery due to the open clips. The patient experienced a bile leak, but it was not due to the open clips.

Manufacturer narrative:
Information anticipated, but unavailable at this time.